Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, Unit 5 went RSS offline during medication pass displayed screen glitches and null error messages during failed storage recovery attempts and could not be powered on despite multiple attempts.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6)was performed from the date of manufacture, 13-NOV-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the system was down. A field service engineer (FSE) checked the main unit and confirmed the power supply was functioning properly. The AUX unit was found to have no power. FSE disconnected the bus cable from drawer one at a time to isolate the issue and identified the affected drawer. The bus cable for the problem drawer was reseated, after which the drawer came back online and normal operation was restored. The system functioned as intended after the field service engineer repaired the device.